Manufacturer narrative:
One device was returned for analysis. Visual inspection showed chipped top case corners and a cracked right plunger head case. The tamper seal was broken. Review of the event history log (ehl) showed calibration required." The device was powered on and calibration was performed during the functional test and the reported issue was duplicated. Calibration required was found at start up. Calibration was out of specification as the main board was not operating as intended. As a result, the main board was replaced, and calibration was performed. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a system failure error that would not clear. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.